Event description:
It was reported that undefined battery issues occurred and that the insulin gauge was inaccurate. There was no reported adverse effect to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.